Manufacturer narrative:
Submit date: (B)(6) 2014. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that the catheter was implanted in the pt on (B)(6) 2013, and not presents leakage of blood at the catheter junction. No pt info.